Event description:
Sales rep reports the valve was explanted because it was believed that there was poor placement of its ventricular catheter. However, following explantation. It was found that the valve had shattered at the junction where the siphronguard attaches to the valve.